Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: sg-64, lot no: 44883; use by date: unknown; upn # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Another manufactures stent graft system was implanted in a patient for the endovascular treatment of a 58mm in diameter abdominal aortic aneurysm. Five heli-fx endoanchors were implanted from the main body of the stent graft to the proximal neck during the index procedure for type ia endoleak observed during the index procedure. It was reported that at the end of the index procedure that there was a left eia dissection. Per investigator, this determined to be related to the index procedure. The event resolved post the implanting of another manufacturers stent in the left eia. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.